Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A osseotite® implant 3.75 x 10mm was returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and a fractured at threads. The reported devices were located on tooth # 24 and 26 (fdi) and was used for approximately 11 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the implant fractured without any impact on the patient's health. The doctor confirms that the procedure was not completed with another implant and that the patient should return in the future to complete it.